Manufacturer narrative:
Date of death was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 3 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was having fluid volume overload and multiple low flow alarms. On (B)(6) 2017, lactate dehydrogenase (ldh) was 255 u/l. Ramp echocardiogram from 9800 rpm to 10,400 rpm was performed, however results were not provided. Log file analysis completed by the manufacturer¿s technical services representative revealed low flow events. On (B)(6) 2017, it was reported that the patient expired from multiple complications/comorbidities and suspected an outflow graft obstruction. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of constant low flow hazard alarms was confirmed through the evaluation of the submitted system controller log file. The submitted log file contained data from (B)(6) 2017 at 03:53:34 through (B)(6) 2017 at 07:28:23 and the reported low flow hazard alarm was constant throughout the entire log file. The estimated flow value was recorded at 2.4 lpm for all low flow events. No other atypical alarms were captured. The center reported that an outflow graft obstruction was suspected; however, this could not be confirmed because the pump was not returned for evaluation. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.